Event description:
It was reported that a clearlink catheter extension set burst open. During a contrast injection the tubing of the set was observed to "burst open", spilling the contrast solution onto the patient. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample for evaluation. A visual examination of the unit noted that the tubing had burst. However, the root cause of this condition was not determined. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a follow-up will be submitted.